Event description:
It was reported that the lead was explanted and replaced due to an exit block. No adverse consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomaly was found.